Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide. Reportedly, the occlusion was caused by blockage in the cartridge. Customer changed supplies as necessary and resumed insulin therapy there was no reported adverse impact to the customer¿s blood glucose level.